Manufacturer narrative:
H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the products cuff "dissolves" immediately after inflation. The incident has occurred during test investigation and the device was operated by the caregiver in the hospital. It was found out that the standard test is testing/inflating and deflating the cuff before intubation, in order to check whether the cuff shows no defects. There was no patient involved as tests were done before intubation.